Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "gamma targeter distal screw missed the nail. We do not think the nail or screw is contributing to the failure.